Event description:
"Abbot laboratories 5000 infusion pump does not shut off when glucose bags run empty-while pumping IV's the consumer personally observed the line fill with air-when the pump kept pumping from an empty glucose bag. The consumer used manual shutoffs in the line-the nurse/aide was notified of the problem." Multiple unsuccessful attempts have been made to contact the complianant. If add'l info becomes available, it will be submitted in a follow-up report.